Manufacturer narrative:
Device powered up with a blank display. The aa battery connector popped out of its connector. Unable to perform the displacement, sleep current measurement, active current measurement, and self test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was turned off as insulin pump gave message to change batteries. Customer¿s blood glucose was unknown. Customer stated that display did not returned after insulin pump restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.